Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were trying to get the equipment to work and the handset was stuck on a screen that said to locate the serial number and code, but they didn't understand where the serial of the communicator was. Patient service specialist had patient separate the handset and communicator to find proper number. Patient was then able to connect, but saw they needed to charge communicator; agent reviewed to use white charging cable (pt was unaware they needed to charge the communicator at all). The green light blinked on communicator and they successfully accessed the therapy app. Pt said they previously were able to access group a, b, and c; however, since sunday, group c had disappeared from their options. Agent reviewed information and redirected to pt's hcp/rep for assistance with programming changes. Pt was a bit overwhelmed by the number of components that came with their external equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.